Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. However, based on the available information, the investigation determined there was no device problem and the likely cause of the reported event was connection of the device in a state in which the electrical contact of the video connector was not sufficiently dry, or in a state in which a foreign substance was present. As stated in the instructions for use, as a preventive measure: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility for evaluation/repair of the suspect device. The reported problem could not be duplicated and no problems were found; the unit was verified to function as intended. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event.

Event description:
A user facility reported to olympus that an image was not produced. The problem, as reported to olympus, was identified between cases. There was no patient injury, associated with the problem, reported to olympus.